Manufacturer narrative:
(B)(4). The reported condition was not confirmed. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter¿s technical service center that a home patient (hp) stated that the patient line was leaking and the floor was wet, which occurred on the homechoice (hc) during use during drain 1 of 5. The hp stated that they had disconnected and cycled the power. The drain volume (dv) was 1616ml and the initial drain volume (idv) equaled 5ml. The technical service representative (tsr) helped the hp end the therapy. The hp stated they did see fluid coming out of the line itself not the connections. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. This device was visually inspected, leak tested, clear passage tested, clamp function tested and ran on a homechoice machine with no issues noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.